Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and that no medical attention is needed. The customer's expected blood results are 100mg/dl and 150mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 350mg/dl and 422mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: with all the results in the meter.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he feels well and that no medical attention is needed. The customer's expected blood results are 100mg/dl and 150mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 350mg/dl and 422mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern:with all the results in the meter.